Manufacturer narrative:
The investigation has been completed. Data logs showed steady placement signal, suction alarms and low pump flow with no motor current spikes. Blood volume was given and the pump was repositioned but did not resolve the pump flow issues. Right heart failure was noted. The cause of the low flow was not determined since the product was not returned and there was insufficient clinical information.

Manufacturer narrative:
The cause of the access site bleeding - major was not determined since the product was not returned and there was insufficient clinical information. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.1 revised to reflect both adverse event and product problem since the first followup manufacturer device report number 1220648-2025-25784 was submitted. B.2 add selection due to information added in b.5 since the initial manufacturer device report 1220648-2025-25784 was submitted. B.5 information was added that was not included on the initial manufacturer device report 1220648-2025-25784. H.1 revised type of report since the initial manufacturer device report 1220648-2025-25784 was submitted due to new information in b.5. H.6 added codes since the initial manufacturer device report 1220648-2025-25784 was submitted due to additional information in b.5 h.10 added investigation results for the adverse event and instructions for use for the adverse event as they were not included on previously submitted manufacturer device report number 1220648-2025-25784.

Event description:
It was additionally reported that the patient had bleeding at the access site and the heparin was withheld.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, there were low pump flows. Staff implanted an impella rp and the suction alarms on the cp continued. The impella cp was removed and there was no patient harm.